Manufacturer narrative:
Device technical analysis: upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber tip identified a detachment of the glass cap. The cap, however, was not returned; therefore, the levels of devitrification could not be determined. The broken end of the tip showed signs of overheating and melting of the outer flow tube. The fiber was also tested with hene laser fixture there are no signs of breakage along length of fiber. It is likely that observed condition of the fiber tip resulted from an excessive cap wear occurred during the procedure, due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that after a photoselective vaporization of the prostate procedure, it was found there was a flash in the fiber, and it did not work after that. The product investigation identified a detachment of the glass cap. The procedure was completed using another fiber. There were no patient complications.